Event description:
It was reported that the customer's bg value was ¿under 40¿ mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer did not provide how they addressed their bg. Reportedly, the customer would update their settings to address the event.